Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer sent picture of marina transfer board with broken rubber foot with also broken rubber foot screw.